Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced a low blood glucose (bg) level of 66 mg/dl. Reportedly, the user suspected the cause of the low bg to be due to not eating enough carbohydrates. The user addressed bg level by consuming carbohydrates.